Event description:
Medtronic received information that approximately five weeks post-implant of this transcatheter bioprosthetic valve, the patient had been symptomatic to paravalvular aortic regurgitation. It was reported that a physician was attempting to resolve the paravalvular leak with use of an unspecified plug from another manufacturer. No other information was immediately available.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed if additional information is received or when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Several attempts have been made to gather additional information without success. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Post-implant occurrence of aortic regurgitation after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions, and the root cause could not be determined from the information provided. Plug closure is a known technique to resolve paravalvular leak (pvl) that can be used when certain conditions of patient anatomy and defect geometry are met. No information was provided regarding results of the attempt or patient condition.